Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: patent identifier: (B)(6). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a surgery. During the craniotomy procedure, the matrix neuro screw head was broken while being placed in patient cranial bone. There was an unknown surgical delay. The procedure was successfully completed. Patient outcome is unknown. This complaint involves one (1) device. This report is for (1) ti matrixneuro screw self-drilling 4mm. This report is 1 of 1 of (B)(4).